Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of under-responsive up arrow and down arrow keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and there was no evidence of contamination observed under the button contacts. Unrelated to the complaint, investigation revealed that the display was dim and had discolored text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.